Event description:
It was reported that a cartridge alarm occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed that the replacement pump would come with updated software and training available in their tandem source account. The customer acknowledged the instructions for putting the current pump into storage mode and returning it using the provided box and pre-paid label. Additionally, the customer opted for mdi as backup insulin therapy while waiting for the replacement pump.